Manufacturer narrative:
The insulin passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The formatted history file lists on (B)(6)2016 a change from the old basal profile basal rate 2 0.65, basal rate 3 0.675 and basal rate 4 0.925 to new basal profile basal rate 2 0.7, basal rate 3 0.7 and basal rate 4 0.925. The button event file was overwritten, unable to verify if changes to the basal profile were performed by the customer. However, the insulin pump was received with basal profiles programmed in the insulin pump: 12:00a to 2:00a 0.525, 2:00a to 6:00a 0.575, 6:00a to 10:00a 0.600, 10:00a to 12:00p 0.600, 12:00p to 2:00p 0.575, 2:00p to 6:00p 0.625, 6:00p to 10:00p 0.625 and 10:00p to 12:00a 0.675. The insulin pump was monitored for two days with no unexpected change in the basal profiles or unexpected alarms noted during testing. No basal anomaly or history anomaly noted. The insulin pump had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced a severe hypoglycemic event due to increased basal rates; the insulin pump basal rates had changed from 3.0 to 3.3 on its own without manual adjustment by a person. During troubleshooting the insulin pump passed the self test. However, the insulin pump will be returned for analysis.